Manufacturer narrative:
(B)(4). Of the 5 devices reported 4 devices were received for evaluation. Lot #s: r93h9n; r94p6e; t9258e; t92m9h. (B)(4).

Event description:
This report summarizes 5 malfunction events involving a total of 5 actual devices for blade tip broken off. These events occurred during use by a healthcare professional.